Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done, and no additional information was provided. A review of the device labeling notes device removal instructions for avoiding removal complications. The physician was trained in device implantation/adjustment and removal by an authorized spatz instructor. Refreshment training on the removal was provided.

Event description:
While pulling the spatz balloon the handle ripped the balloon was excised with an orbera extraction forceps.